Event description:
It was reported to resmed that an s9 elite caught fire.

Manufacturer narrative:
The device has been sent to the design facility in (B)(4) for an engineering investigation. Resmed will provide a follow-up report once the root cause investigation has been completed. There was no report of pt injury reported for this incident.